Event description:
L3-s1 instrumentation using expedium system was performed for the patient with discitis. When the surgeon inserted the screw at l3, severe bleeding through the extender was observed. The operation was discontinued following the anesthetist¿s judgment, and the patient was transferred to ICU. According to the surgeon, the screw was inserted slightly outward from the intended position and came into contact with an somatic artery. Soon after the event, the patient¿s condition became stable and reoperation is scheduled for (B)(6) 2014.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.